Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the canada. It was reported that the patient experienced six events of kinked cannula since (B)(6) 2024 leading to high blood glucose and hospitalization. The infusion set was located on abdomen. Patient noticed symptoms within three hours of insertion of infusion set. Patient was also tested positive for ketones. During hospitalization, patient received intravenous fluids of insulin. Patient also reported scarring on the stomach. No further information available.